Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged as evidenced by no capture and diaphragmatic stimulation. The lead remains in use but a lead revision has been scheduled. No further patient complications have been reported as a result of this event.